Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator was not ventilating the patient. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the ventilator was not ventilating the patient. The ventilator was switched out. There was no patient harm. Evaluation of received device logs show that several alarms for high pressure were generated on the date of the reported event and days before that. Parameter and function changes show that the ventilator was under supervision by the user. Pre-use check passed without deviances both before and after the event. The trend log was empty and could not shed any further light on the incident. No further information has been received. The conclusion in this matter is that the generated alarms indicated a high pressure situation. A blocked expiratory filter or otherwise blocked patient circuit tubing was probably the cause of the high pressure state the system was in at the time, but this cannot be confirmed due to lack of information. There was no indication of a technical ventilator malfunction.